Event description:
Procedure type: hernia. According to the reporter: device jammed after two tacks were deployed. No patient injury reported.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new information.